Event description:
Reporter indicated that his vns therapy programming handheld was freezing during interrogations of pt's pulse generators, and also resetting itself. Good faith attempts are currently being made to obtain the handheld for product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.